Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose levels were 343 mg/dl, 346 mg/dl and 336 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they experienced nausea, vomiting, abdominal pain and difficulty in breathing. The customer stated that they treated high blood glucose level by injecting a lot of insulin. The customer alleged the insulin pump for under delivery because they had high blood glucose level since yesterday. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The insulin pump will not be returned for analysis.